Event description:
During generator replacement surgery due to battery end-of-service, the new generator was placed and high impedance was detected after several diagnostics tests. Generator diagnostics were then performed and the generator read okay impedance. Lead pin re-insertion was tried and was fully inserted and tightened. The surgeon then clipped the leads and checked the leads but didn't notice any fracture. He noted that the electrodes may have been loose on the nerve. The surgeon then implanted a new lead. The site disposed of the old generator and lead. Additional relevant information has not been received to-date.